Event description:
It was reported that the leads dislodged due to twiddler's syndrome. Infection was noted during the replacement procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Review of quality records.